Event description:
The manufacturer received information alleging a ventilator was alarming for a high tidal volume alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was found to be contaminated and needs to be replaced to address the issue.